Event description:
A pt was under going crrt on a prismaflex machine with a prismaflex m-100 filter set. The pt's access site was the left femoral artery. The pt had become quite agitated and thrashing about in the bed. The pt was receiving IV sedation for the agitation. The nurse left the room and returned to respond to an alarm generated by the prismaflex. The machine alarmed "access disconnected"; the nurse found the access disconnected along with a pool of blood on the floor. One minute later, the pt decompensated and went into cardiac arrest. The pt was resuscitated.

Manufacturer narrative:
A gambro technical service presentative inspected the prismaflex, he verified the scales, pressure transducers, pump syringe all sensors alarms, and tones all met MFR's specifications. He ran a simulated pt treatment without any incidents. Gambro does not regard the submittal of this report as an admission of causation or liability. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.